Event description:
Customer reported that she was taken to the hospital by her mother due to high blood glucose and diabetic ketoacidosis. Customer stated she was wearing the insulin pump but not the sensor at the time of the hospitalization. Customer was treated and then released after 3 hours with little over 300 mg/dl. Customer declined to troubleshoot for high blood glucose. Customer also stated that she is experiencing differences between sensor glucose readings and blood glucose while sleeping; she was receiving low glucose alerts while not being low. Current blood glucose is 72 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2014-65115 regarding this event for the insulin pump.